Event description:
On 01/29/2024, it was reported by a sales representative via (B)(4) that an ar-3373-4002 sheath stopcock would not latch to scope. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Additional information: the failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is wear and tear over repetitive usage. Instrument manufactured date 03-sep-2020. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.